Event description:
The customer reported that the co2 port had been pulled from the rear case. There was no patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is completed.